Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the insulin gauge was intermittently inaccurate across multiple cartridges. Customer¿s blood glucose (bg) level was "high". Reportedly, the customer addressed bg with manual injections and reverted to manual injections for insulin therapy.